Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal and gastroepiploic arteries using pod packing coils (podj coils). During the procedure, the physician used a lantern delivery microcatheter (lantern) to treat the gastroepiploic artery and wanted to move to the gastroduodenal artery. The physician then advanced a podj coil through the lantern and into the target vessel and decided to retract the podj coil in order to reposition the lantern. However, while retracting the podj coil without experiencing resistance, the podj coil unintentionally detached within the lantern. Therefore, the lantern was removed from the patient and the detached podj coil was flushed from it. The procedure was completed using additional pod packing coils and the same lantern. Although a continuous flush was not maintained, the physician used a syringe flush before and after each coil used and a rotating hemostasis valve (rhv) was used in this procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device is no longer available for return as mentioned in the initial MDR; therefore, the MDR was updated accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital did not return the device.